Event description:
The customer complained of a questionable ise indirect na for gen.2 result and a questionable ca2 calcium gen.2 result from their cobas 6000 c (501) module. It was not provided if the questionable sodium and ca2 result were from the same patient or separate patients. The initial sodium result was 169 mmol/l with a repeat result of 142 mmol/l. The initial ca2 result was 7.3 mg/dl with a repeat result of 8.8 mg/dl. The customer also mention having three erratic ca2 results since (B)(6) 2018, but the customer would not provided any further details. The erroneous results were not released outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The samples were aliquoted by a modular pre-analytical system. The sodium electrode lot was i51 with an expiration date that was requested but not provided. The ca2 reagent lot information was requested but was not provided. The customer noticed that there were bubbles present in the cell rinse tubing. The field engineering specialist cleaned and replaced the sodium electrode. He found a partially clogged sample probe and a failed cell rinse mechanism tubing. He replaced the sample probe and the rinse mechanism tubing. He cleaned and lubricated the sample probe mechanism. He verified all probe alignments and as a preventative measure replaced the measuring cells. The system initialized without any issues and qc results were acceptable. The issue was resolved by the activities performed by service. The customer stated that there have been no further issues following the service visit.